Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1200 mg/dl and was transported to the emergency room by paramedics and admitted to the intensive care unit. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.